Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Health care professional reported one of the tabs of the tissue expander was free floating in the pocket. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed, two broken on suture tab (#12 and #4) assessed as surgical damage. A piece of suture tab is missing assessed as inconclusive. Partial delamination of suture tabs assessed as adhesive failure. Additional observations: an opening on anterior side assessed as surgical damage. More than 3 openings on suture tabs (#12, #4, #6 and #10) assessed as surgical damage. Crease flat is observed. A further investigation will be requested to analyze this case. Fi summary: based on the device analysis performed, the event of broken device (¿one of the tabs of the natrelle te smooth 133s-mv-15-t was free floating in the pocket¿) was observed, two broken on suture tabs (#12 and #4) were assessed as surgical damage. Additionally, per the review of the risk documents, the event of suture tabs delamination is a known event for which manufacturing process controls, inspections, and specific control measures are established to reduce the incidence of this defect. This event is categorized as monitor in the residual risk region. Furthermore, a review of all suture tabs delamination complaints for tissue expanders that have been manufactured in the last 2 years (from oct 2020 through sep 2022) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Considering that there is not an adverse trend for this type of event, and, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no additional actions are deemed required at this time. However, suture tabs delamination events will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Health care professional reported one of the tabs of the tissue expander was free floating in the pocket. Device was not implanted.